Manufacturer narrative:
The investigation of hemolysis has been completed. Data log reviewed: no motor current spike observed. Suction alarms occurred. Many impella position alarms in aorta and ventricle occurred. Based on the clinical details impella repositioning didn't solve the hemolysis issue. The cause of the hemolysis was most likely improper positioning of the device. E4 should have been left blank on manufacturer device report 1220648-2024-17499.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.    As noted in the impella instructions for use: impella cp with smartassist system: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿. ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The complainant reported that after the impella cp procedure the patient was transferred to ICU. Upon arrival, the patient suddenly developed hypotension and automated impella controller was reading impella in ventricle. The staff noticed that the ventilator mode was not in correct ordered setting causing increased intrathoracic pressure. Once ventilator setting was adjusted, the patient hemodynamics and impella waveforms normalized. An echocardiogram (echo) ordered stat confirmed position at 3.3 cm. The urine noticed dark red immediately following that incident. Since measurement was 3.3 cm, the physician opted to leave impella as is. Overnight urine did not clear and the urine noticeably darker wine red in the morning during rounds. The registered nurse also reported that the lab reporting blood was hemolyzed. A repeat echo showed measurement at 4.9 cm. Impella pulled back to 3.3 cm and goin cm at 91. The staff continued to report wine red urine. The patient is continuing with hemolysis despite adequate volume and repositioning. Reducing the p-level resulted in a drop of the patient¿s blood pressure. There was a possibility of escalation to impella 5.5, but the patient deteriorated, and family terminated resuscitation efforts. Care was withdraw and the patient expired. The patient's outcome was reviewed by abiomed's medical safety officer and it was determined that the use of the device cannot conclusively be associated with the outcome.